Event description:
Technician stated that he was asked to assess a down bed for the account to utilize to open a new wing. He stated brakes not holding because the casters were worn and in need of adjustment. He replaced the brake/steer casters to resolve the issue.